Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated a polarity switch. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high impedance on the right atrial (ra) lead and the implantable pulse generator (ipg) had a polarity switch. During an intervention procedure for the lead the physician noted the lead was not connected into the ipg, the pin was not at the end of connector. The connection was made however afterwards the ipg reset. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.